Event description:
It was reported that the user attempted to pair a freestyle libre 3+ sensor with the ilet bionic pancreas which resulted in the sensor being in use by another device after it had been scanned in the abbott app. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health or therapy interruption. User support included troubleshooting and education by guiding the user to remove the abbott app, insert a new sensor, and complete pairing through the ilet mobile app. Investigation of this case revealed that the sensor was previously paired to another application, and replacement with correct pairing through the ilet app resolved the pairing state without alerts or alarms. It was concluded, based on established findings for similar reports, that user setup with conflicting device associations caused the event, and proper pairing steps corrected the issue.